Event description:
The customer reported being hospitalized with a blood glucose reading of 30 mg/dl. No date was given. The customer also reported two other hospitalizations after being involved in two motor vehicle accidents. The first incident was on (B)(6) 2010. The customer was in a car accident, and his blood glucose reading was 34 mg/dl. The second incident was on (B)(6) 2011. The customer was in a motorcycle accident, and his blood glucose reading was 34 mg/dl. The customer called to get his insulin pump replaced as he felt it was not working properly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.